Manufacturer narrative:
Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to customer not adjusting time for daylight savings time. In addition, the customer received a power source alert. The customer stated that they would adjust pump time on their own and declined further troubleshooting and declined follow up from tandem technical support.